Event description:
According to the reporter: physician was performing an excision of a vulvar cyst. Physician reports that patient had uneventful vulvar cyst removed. 3-0 caprosyn was used to close site with an interrupted pattern of closure. Knots were secure. Patient presented to an emergency room and all but a small tail of the suture material was gone. Wound was open and required re-approximation and closure. No infection was present. New sutures were placed, and current status of patient is reported as healed. No other information related to patient available. No patient injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. Nothing fell in the surgical cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).